Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent an unspecified procedure in which the colon depression set, g22181, was used. We [end user] placed a decompression tube in a pt and we [end user] lubricated the catheter. We [end user] placed the wire up to where it needed to be and then we [end user] guided the white tube over the wire. When we [end user] had the scope out of the patient and we [end user] were ready to deploy it, I [lead tech] started to pull. I [lead tech] know sometimes it can be a little tricky to get the tube out because it can kink and scrunch, but I [lead tech] kept it straight as possible, well that's what it started to do. I [lead tech] let up the tension a little bit and tried again and to no avail, even as straight as I [lead tech} was it still kinked and scrunched. The doctor suggested just releasing the wire only to ease the tension, I [lead tech] tried to take out the wire and that didn't work it was stuck. So again, I [lead tech] tried to release the black inner tube with the wire, and then I [lead tech] heard a snap and the black wire, and the guide wire actually broke in the white tube, ( it broke higher up to where the wire gets deployed as pictured below) we [end user] got a second tube kit, did the same exact thing and it worked fine.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. A reference to a photo of the complaint device was made in the description of event, however despite requests for this to be made available it was not forthcoming. Manufacturing records: prior to distribution, all cdsg-14-175 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the instructions for use, ifu0102, states the following under step 9: ¿once colon decompression tube is advanced to target area, under periodic fluoroscopic monitoring withdraw both guiding catheter and wire guide, making certain the colon decompression tube remains stationary within colon. " there is no evidence to suggest the user did not follow the IFU (ifu0102). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined due to limited information and the device not being returned. The description of event makes reference to "the black wire, and the guide wire actually broke in the white tube," which is likely a reference to the guiding catheter which is black and the 0.035¿ wire guide where it appears that during withdrawal of the guiding catheter and wire guide after the decompression tube had been fully advanced, there was a withdrawal issue, potentially a kink that occurred on the wire guide or catheter, leading to additional force required to retract them causing them to break. Engineering input stated that a discrepancy in the procedural sequence described in the file when compared to the instructions for use was likely a case of unclear wording. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the guiding catheter and guide wire broke during removal of them. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined due to limited information and the device not being returned. The description of event makes reference to "the black wire, and the guide wire actually broke in the white tube," which is likely a reference to the guiding catheter which is black and the 0.035¿ wire guide where it appears that during withdrawal of the guiding catheter and wire guide after the decompression tube had been fully advanced, there was a withdrawal issue, potentially a kink that occurred on the wire guide or catheter, leading to additional force required to retract them causing them to break. Engineering input stated that a discrepancy in the procedural sequence described in the file when compared to the instructions for use was likely a case of unclear wording.

Event description:
A supplemental report is being submitted due to completion of the investigation on 9 jul 2025.